Event description:
A healthcare facility reported that they saw some arcing within the inspiratory tubing of an rt200 adult breathing circuit. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA, but a similar product is sold in the USA. Method: the returned device was visually inspected for heat damage and electrical tests were performed on the heaterwire. The molded plug of the inspiratory tube was opened up for internal inspection. Result: the resistance of the heaterwire in the inspiratory tube was higher than the acceptable range. There was some blackening within the heaterwire plug. A lot check revealed no other similar complaints for this lot number. Conclusion: the blackening within the heaterwire plug indicates there may have been sparking within the molded plug due to a loose connection with the heaterwire pin. The arc was contained in the heaterwire plug molding. The heaterwire pin connection is encased in solid plastic with minimal exposure to air. Our monitoring and trending for this type of event is worldwide.